Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that okay button was worn, sticking, and required multiple presses for a couple of months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2014 with the following results:a visual inspection of the pump showed that the ok and contrast button symbols were worn, which has no effect on insulin delivery. During testing, the keypad buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under the contrast and down arrow key contacts. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.